Event description:
The customer states that a negative axsym bhcg result was reported on outpt. The customer noticed that a qualitative test had been performed on the pt and the result was positive. The pt sample was retested yielding axsym bhcg results of 1343 and 1377miu/ml. No impact to pt management was reported.